Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd micro-fine ultra insulin pen needle, the needle broke off in the patient's right thigh. The patient an x-ray and had surgery to remove the broken needle.

Manufacturer narrative:
Device eval results: unused and sealed rep samples were returned for eval. A microscopic analysis of 30 of the returned units revealed no abnormalities. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4302096. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples met mfg specs.